Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 32 synergy¿ drug eluting stent was selected to treat the lesion. However during unpacking, it was noted that a few of the struts protrude outside the stent surface. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The 5 most distal stent strut rows were damaged and struts from the 2 most distal stent strut rows were lifted from the stent profile. The remaining undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple slight hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 32 synergy¿ drug eluting stent was selected to treat the lesion. However during unpacking, it was noted that a few of the struts protrude outside the stent surface. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.